Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainer caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe loss of dental bone structure. As per CAPA (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days. This event was sent to access dental lab by FDA, please refer to mw5093023.

Event description:
On (B)(6) 2020 the customer reported bone loss while wearing the retainer, the bone in front of the customers tooth is completely gone. It is unknown if medical intervention was required. It is unknown if aligner treatment was discontinued.